Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula bent event within 3 hours after insertion. The blood glucose was reported over 500 mg/dl due to which patient was hospitalized and treated with IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: the patient was notified that due to a bent cannula, insulin administration was unsuccessful. The patient also reported that their blood glucose readings exceeded 500 mg/dl.

Event description:
To date additional patient or event details have been received which are added in h11.